Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/l, while wearing the pod between 1 and 4 hours on the arm. Corrections were administered using the pod and a manual insulin injection with a total of 2 units, but the bg levels did not decrease. The pod was removed, the cannula was noted to be bent and pink slide had not move forward, indicating a failure of the needle mechanism. A new pod was applied to treat the hyperglycemia.